Manufacturer narrative:
The insulin pump received with protruded/loose drive support disk. The insulin pump unable to prime during prime test due to protruded/loose drive support disk. No prime alarm noted. The insulin pump received withscratched display window, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip and cracked reservoir tube.

Event description:
Customer reported that the insulin pump alarmed during the manual prime. Trouble shooting for prime rewind was performed. During trouble shooting it was determined that customer had dropped the device three days prior to the event. Customer also stated that the drive support cap was sticking out. Customer was advised to discontinue use of the pump. Blood glucose level was 200 mg/dl. No further information to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.